Event description:
It was reported during an atrial fibrillation ablation procedure, the outer casing of the sheath had separated around 5 centimeters proximal to the spiral loop. The a focus ii catheter was used to create a geometry and record signals in the pulmonary veins. Approximately two hours into the case, the physician noted poor maneuverability, and removed the a focus catheter. The a focus catheter appeared normal upon inspection and the physician continued to use the a focus catheter for the remainder of the case. Towards the end of the procedure, it was noticed the maneuverability was compromised, and the outer casing of the sheath had separated approximately 5cm proximal to the spiral loop. There were no pieces of the catheter casing missing. The physician did not have any difficulties removing the catheter and used the catheter to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). Method - actual device not evaluated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.